Manufacturer narrative:
The catheter remains implanted and all other products were discarded. Therefore, an evaluation of the device performance was not possible. Damage to the catheters can occur when the needle and catheter are not moved simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. According to the instructions for use, " low tear strength is a characteristics of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." A review of the mfg records showed no anomalies. This is the only reported complaint from lot number a82583.

Event description:
It was reported that the tip of the catheter broke and remains implanted in the pt.